Event description:
It was reported that the generator was not coagulating as well as the pulsar I generator. No pt injury reported.

Manufacturer narrative:
At the time of this report the unit had not been returned for investigation. Therefore, the reported complaint could not be verified. As additional information becomes available, a follow-up report will be submitted.